Manufacturer narrative:
The interface control board was returned to the manufacturer for evaluation. It was reported that the imaging system would not power on when the control board was installed into a known operational imaging system. The reported issue occurred after a few days of use. Communication could not be established.

Event description:
A site representative reported that while attempting to boot up the imaging system, it displayed an error message. The message stated "connected, not ready". This error did not allow the system to fully boot up. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The interface control board was returned to the manufacturer for evaluation. It was reported that the imaging system would not power on when the control board was installed into a known operational imaging system. The reported issue occurred after a few days of use. Communication could not be established.

Manufacturer narrative:
The interface control board was returned to the manufacturer for evaluation. It was reported that the imaging system would not power on when the control board was installed into a known operational imaging system. The reported issue occurred after a few days of use. Communication could not be established.

Manufacturer narrative:
The interface control board was returned to the manufacturer for evaluation. It was reported that the imaging system would not power on when the control board was installed into a known operational imaging system. The reported issue occurred after a few days of use. Communication could not be established.